Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. In this case, minimal information regarding this redo valve replacement procedure was received and attempts to obtain additional information regarding the patient's medical history or possible comorbidities have been made. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to this event. The subject device was not returned for evaluation due to infection. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards pericardial valve was explanted after an implant duration of approximately one (1) month due to endocarditis. The explanted valve was discovered to be infected with fungus rhizopus species. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.